Event description:
New information received notes that the patient presented to the hospital for a scheduled right ventricular (rv) lead revision on (B)(6) 2026. The rv lead was explanted and replaced due to noise oversensing. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was noise oversensing resulting in pacing inhibition and noise reversion episodes. No intervention was performed. The patient was in stable condition.